Event description:
Pad failure with electric cardioversion using zoll biphasic pro-pads and zoll biphasic monitor. Att monitor stated "poor pad contact". All connections and skin contact verified. Monitor still stated "poor pad contact". Discharge attempted with no energy delivered. Pad replaced with successful cardioversion.